Event description:
Customer stated that they had a bravo capsule that didn't attach. The doctor was able to get out the capsule from the pt.

Manufacturer narrative:
No pt injury has occurred following this incident.